Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save-to-disk review - memory problem: ecc pointer = 0008.

Event description:
Device had an ecc memory error (this is automatic validation of ram that monitors for bit flips). When the device detected the ecc error it logged the information over the device status flag. There was a true partial electrical reset after the ecc error, that partial reset corrected the device status flags. The device remains in use. No patient complications have been reported as a result of this event.